Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 21-jun-2019 and 6-jan-2020 recorded the rv pacing threshold fluctuating with amplitudes between 0.5 and 2.5v and a slightly rising trend. The rv pacing impedance was initially recorded at 500 ohms, before it abruptly rose onto 1440 ohms in the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing as well as an inappropriate ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 61 months after the implantation lead fracture was suspected. The lead impedance value was high (2330 ohms) and there was reproducible noise on near field. The lead was capped, left in situ and a new lead was implanted. In course of processing of this particular case it was noted that the initial report was inadvertently not sent immediately after awareness.